Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator changeout procedure. Prior to procedure, it was not the right ventricular lead exhibited failure to capture. The physician capped and replaced the lead on (B)(6) 2020.